Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "cassette sensor error¿ was confirmed during the downstream occlusion (dso) test. The probable cause was a damaged dso sensor. Further investigation found a cracked lens and a bubbled dso seal. The dso sensor, dso seal, liquid crystal display (lcd), and the lens were replaced with new ones. The pump was calibrated, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.